Event description:
Report received from (B)(6) states: "even though the knife moved the cutter did not cut, no pt impact."

Manufacturer narrative:
The device has been requested yet not been returned for eval. Should add'l info become available, a supplemental report will be submitted.